Manufacturer narrative:
A ge representative evaluated the system and cleaned the fuse holder contacts. System operates as intended.

Event description:
Customer reported the system is displaying a communication error. No pt injury was reported.